Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to elevated ion levels (reported by surgeon, elements not identified). Intra-operatively, black material was found inside the head and on trunnion, and trunnionosis was observed.

Manufacturer narrative:
Reported event: an event regarding abnormal ion levels and corrosion involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted metal head which confirmed the lot number. From the photographs provided there is evidence of black debris. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned . Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to elevated ion levels (reported by surgeon, elements not identified). Intra-operatively, black material was found inside the head and on trunnion, and trunnionosis was observed.